Event description:
It was reported that the pump is not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a corroded drain fitting, faded line cord, and worn enclosure and front cover. Functional testing found the pump was not working and it fails the electrical test. The root cause of the reported issue could not be determined. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. UDI are unknown. No information has been provided to date.